Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A review of manufacturing records for this lot 2034810 found no deviations or non conformances during the manufacturing process. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. Without the reported product a visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to the complaint include, but are not limited to: 1 not adhere to the corresponding IFU 2 bending or twisting the inserter handle during and after insertion there are no indications that suggest that the device did not meet specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a meniscal repair surgery while deploying the anchor of the multifix, the anchor broke. All pieces were removed from the patient with a grasper. The procedure was successfully completed without significant delay using a back-up device in an additional bone hole. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.